Event description:
The rptr stated that the t-connector disconnected from the IV catheter resulting in a severe loss of blood. The baby required a transfusion. No other info was available. The rptr further stated that they have used this product for many years without incidence however they have had several instances over the last few months.